Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mako baseplate was reported. The event was confirmed via clinician review and product evaluation. Method & results: product evaluation and results: characterisation using visual, stereo microscope, and secondary electron imaging confirmed fracture of the mck baseplate in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the examined areas of the components. Clinician review: a review of medical records with a clinical consultant indicated "I can confirm that the patient underwent a unicompartmental knee arthroplasty since I was able to review an x-ray with the implant in place if only a lateral view. I can also confirm that the patient developed a fracture of the tibial base plate, which was visible on the x-rays provided. The event description stated that the patient underwent revision surgery to convert the uni to a total knee arthroplasty, however, I cannot confirm this since I have no documentation such as doctors notes, post revision, x-rays, or operation note, other than that statement. Root cause analysis: the root cause of this event, tibial baseplate fracture in a unicompartmental knee arthroplasty, cannot be determined with certainty. The causes of baseplate fracture are multifactorial, including surgical technique, especially in the positioning, alignment and fixation of the implant, as well as the restoration of proper kinematics of the knee. Other contributing causes could be patient related, including lifestyle, activity level, and bmi, as well as implant factors. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: characterisation using visual, stereo microscope, and secondary electron imaging confirmed fracture of the mck baseplate in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the examined areas of the components. A review of medical records with a clinical consultant indicated "I can confirm that the patient underwent a unicompartmental knee arthroplasty since I was able to review an x-ray with the implant in place if only a lateral view. I can also confirm that the patient developed a fracture of the tibial base plate, which was visible on the x-rays provided. The event description stated that the patient underwent revision surgery to convert the uni to a total knee arthroplasty, however, I cannot confirm this since I have no documentation such as doctors notes, post revision, x-rays, or operation note, other than that statement. Root cause analysis: the root cause of this event, tibial baseplate fracture in a unicompartmental knee arthroplasty, cannot be determined with certainty. The causes of baseplate fracture are multifactorial, including surgical technique, especially in the positioning, alignment and fixation of the implant, as well as the restoration of proper kinematics of the knee. Other contributing causes could be patient related, including lifestyle, activity level, and bmi, as well as implant factors. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
It was reported that the patient's left medial uni knee was revised due to the tibial baseplate breaking in half (no cause or contributor to the breakage was reported to the rep). The insert became damaged/ warped as a result. The patient was converted to a tka with stem and augments. Rep confirmed that no further information will be released by the hospital or surgeon.